Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the leak occurred from the balloon dilation catheter during the process of inflation and then replaced with a new device. It was mentioned that the extra operation or drug therapy was included for this incident.

Event description:
It was reported that the leak occurred from the balloon dilation catheter during the process of inflation and then replaced with a new device. It was mentioned that the extra operation or drug therapy was included for this incident. As per the follow-up information received on 07apr2022, a new catheter was replaced.

Manufacturer narrative:
The reported event was confirmed, supplier related. No physical sample was returned, however, three second video was submitted. An evaluation of the video sample was completed. The video showed a healthcare provider holding the catheter on the outer shaft next to the proximal end of the balloon and leak was noted at the distal tip. The other healthcare provided was seen using a syringe to inflate the balloon. The endoflator, which indicates pressure, was not being used. Pressure cannot be determined as the provider was using a syringe to inflate the balloon. A potential root cause for this event could be, "inadequate test procedures/lack of training". The device was used for treatment purposes. It was unknown if the device had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling/packaging review was not required as labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.